Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent permanent drg implant. Postoperatively, the patient reported a lack of sensation and mobility in her right leg. A CT scan was negative. Patient¿s symptoms were not improving and the physician decided to explant the drg system. An MRI was then performed where an epidural hematoma was observed. A neurosurgeon was consulted regarding possible surgical intervention, however the neurosurgeon was of the opinion that the hematoma would resolve without any medical/surgical intervention needed. As of (B)(6) 2017, the patient continues to experience limited sensation and motion. The physician plans to admit the patient to a long term rehabilitation facility.

Event description:
Follow up information identified the patient continues to be in a long-term care facility and has regained some sensation as well as some function. The patient is currently walking with the use of a walker.